Manufacturer narrative:
The reporter provided the device's electronic records to ventec for analysis where it was confirmed that the reported issue of an unexpected device reboot did occur. Ventec requested that the device be returned for evaluation; however, multiple attempts to contact the reporter were unsuccessful. The device was not returned to ventec for evaluation. The cause of the reported issue could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the device rebooted unexpectedly, multiple times. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided.